Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including defib cycling, defib shock testing and full functional testing without duplicating the report. A full internal inspection found no discrepancies. The device was recertified and returned to the customer. Review of the device logs showed that at the time of the report, the device was experiencing a low battery condition. The log indicates that the device did not have enough power to complete the defib portion of the self test, which resulted in a defib self test failure. The battery that was used at the time of the report was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed self-test for defib function. Complainant did not indicate that there was any patient involvement in the reported malfunction.